Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during a device check, the autopulse platform displayed a system error - 139 (unable to hold compression position), user advisory (ua) 2 (compression tracking error), and ua 18 (max take-up revolution exceeded) codes. There was no report of any patient involvement. No further details were provided.